Event description:
The ins has overdischarged twice previous to (B)(6) 2012. The eos/eol message displayed. Last week the patient attempted to communicate with the ins using the recharger. No signal was found. A physician mode recharge (pmr) was performed and received eos. Multiple attempts to recover the device were tried. The ins needs to be replaced. Additional information has been requested.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).